Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was seen on a recent system implant. It was noted that the patient also had an lvad. Review of the egm revealed there was noise on the v sense amp from the lvad that was intermittently being oversensed. Programming changes were made to resolve the issue. Patient is stable.